Manufacturer narrative:
UDI: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. During ge healthcare technician checkout, multiple flow sensor alarms and pcb and battery alarms were found. Both inspiratory and expiratory flow sensors were replaced to fix the reported issue.

Event description:
The hospital reported that, during sales clinical training, the unit displayed error 'no exp flow sensor'. The reported issue is intermittent. There was no reported patient involvement.

Manufacturer narrative:
Additional information was received that the customer called ge healthcare and stated that the battery alarms would not clear. A ge healthcare service representative replaced the power management board (pmb), fan, and backup batteries and all faults cleared.